Event description:
During cystoscopy and left ureteroscopy, surgeon used open ended catheter supplied with kwart stent to place glide wire in patient's left ureter. Later in the procedure, during ureteroscopy and stent placement surgeon noted split had developed near distal tip of open ended catheter used to move stent into place. All products with this lot# have been pulled and vendor notified. Manufacturer response for kwart stent 4.7 fr, kwart stent (per site reporter) ====================== device returned and we requested a copy of their qa analysis when completed.